Manufacturer narrative:
(B)(4) date sent: 6/29/16 batch # unk additional information requested and received: what were the indications for surgery? Sleeve gastrectomy. How was leak identified? How long after initial procedure did leak occur? 5 days after surgery. When the patient came back with a peritonitis. How as leak addressed? Re operation with peritoneal toilet. Was any issue with staple formation noted in initial procedure? No. What is the current patient status? Treatment with drains -patient is still at hospital.

Event description:
It was reported that after a gastrectomy procedure, following a bypass surgery that went well, the patient had to be reoperated for a suspicion fistula.

Manufacturer narrative:
(B)(4). Additional information received: the procedure was performed without difficulty. The surgeon has a user¿s experience of more than 250 sleeves procedures. Patient had a bmi above (B)(6) and suffered from obstructive sleep apnea, else no specific medical history known. No immediate post-op complications noted: radiology checks done the day after surgery showed that the staples lines were ok, with no signs of leak. However, the patient underwent a new surgery a few days¿ post-op due to fistula with peritonitis and had to stay several days in the hospital. The patient was seen again a few months from the initial procedure and she is doing well.